Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user noticed sound distorsion and poor sound quality. Re-implantation is being considered.

Manufacturer narrative:
Conclusion: according to the available information, damage to the active electrode likely caused by minute device mobility is plausible. However as the device was received incomplete an exact location of the damage could not be determined. Mechanical damages found are attributable to the removal surgery.

Event description:
The user noticed sound distortion and poor sound quality since (B)(6) 2025. The user was re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user noticed sound distortion and poor sound quality since jun-2025. Re-implantation is being considered.